Manufacturer narrative:
Event date: the exact date of the adverse event is unknown; however, the timeframe listed in the article is listed as starting from july 2015. The subject device is not available.

Event description:
The article reported that 8 patients underwent a thrombectomy procedure for cerebral major vessel occlusion with the subject retriever. An unspecified time after the procedure, 4 patients experienced hemorrhagic complications. One patient's outcome was reported as modified rankin scale (mrs) 4 and two patient's outcome were reported as modified rankin scale (mrs) 0-1. No additional information is available.